Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a compromised force sensor resistor and two motor error alarms during the prime. The customer did not recall the blood glucose reading. The customer reported that the drive support disk was sticking out. The customer had not pressed on the cap while being connected. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. Unable to verify a33 due to motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump has minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.